Manufacturer narrative:
The certas valve was returned for evaluation: review of the history device records for lot 4660848 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected; biological debris was noted inside the valve as well as needle holes in the needle chamber and the silicone housing was cut/torn around the siphon guard. The valve was hydrated. The valve failed the test for programming and flush. The valve was leak tested and leaked from the needle holes in the needle chamber, still occluded at ruby ball. The valve could not be reflux tested due to the occlusion. The siphon guard was removed and tested and the siphon guard failed due to biological debris occlusion. The valve could not be pressure tested due to the occlusion. The valve was dismantled and was examined under microscope at appropriate magnification a biological debris was noted on the helical spring, on the rotating construct, on the cam /ball arm assembly, on the ruby ball and on the seat of ruby ball. The root cause for the cut/tear in the silicone housing around the siphon guard was probably caused by a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low cut/tear resistance. The root cause for the marks in the siphon guard is due to a sharp or pointed object coming into contact with the siphon guard. The root cause for the failed siphon guard test is due biological debris blocking the flow. The root cause for the leakage issue reported by the customer was due to the cut/tear in the silicone housing.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported shunt leakage. A certas plus valve was implanted in a patient who had hydrocephalus secondary to a cerebellum arteriovenous malformation via a ventricular peritoneal shunt on (B)(6) 2021 with an unknown initial setting. The patient reportedly tolerated the procedure well. On (B)(6) 2021, it was observed that blood had flowed in the ventricle along the brain vessel, and the hydrocephalus was worse. The shunt valve setting was changed (to unknown setting), but the issue did not reportedly improve. A head CT scan with contrast agent demonstrated there was no problem with the peritoneal catheter. Injection was conducted although ¿suction could not be from reservoir.¿ leakage was observed around the valve under skin. Contrast agent was not flowed into the ventricle at all, and air was confirmed in the reservoir, so it was suspected damage at the central side from the valve. The patient was taken to the operating room and the valve and the ventricular catheter were replaced to a new one on (B)(6) 2021. During the procedure, suction from the reservoir could not be conducted and the reservoir did not swell. When the saline was injected, leakage was confirmed from two or three places on the reservoir. The physician commented the following statement, ¿the obstruction might occur only with the ventricular catheter due to hematoma in the ventricle, but clot did not blow away by the injection from the reservoir. So, the issue occurred by hematoma and leakage.¿ the patient continues to follow-up with the physician.